Event description:
Reportable based on device analysis completed on 11nov2025. It was reported that device difficulty in advancing occurred. The target lesion was located in the radial vessel. A 6.0 x 80, 75cm mustang was advanced for dilation. Prior to procedure, a lot of resistance were noted when advancing the sheath. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 40mm in length and extended from a position 45mm distal of the proximal markerband to 5mm distal of the distal markerband. The recommended introducer/guide sheath size for this device as per mustang product spec is minimum 5fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator was unable to advance the device through 5fr boston scientific sheath due to the longitudinal tear in the balloon material as the investigator was unable to fully apply a vacuum to the device. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual examination identified no damage to the tip of the device.